Event description:
It was reported that during a da vinci si surgical procedure, the user facility identified a broken grasper on the maryland bipolar forceps instrument. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed a broken main tube. The main tube was broken at the mid point of the tube and had fibers sticking out from the main tube. Evidence not conclusive but main tube damage is likely due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Manufacturer narrative:
Additional information: on 08/09/2013, intuitive surgical, inc. Contacted the user facility to obtain more information about the events that led to the instrument's damage. The site's robotics coordinator admitted that the instrument broke when she attempted to store the instrument into the cabinet. She stated that she wrapped it too tall and when it would not fit into the cabinet she shoved it in and the instrument broke. She confirmed that there were no injuries related to the instrument damage. Based on the new information, there was no indication that the instrument malfunctioned. This MDR is being retracted since the instrument damage was confirmed to be related to mishandling.